Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to bbm lab in (B)(4) for investigation. A f/u report will be provided after the inspection results become available.